Event description:
The customer¿s concern is if any of the non-sterile packs are dropped or placed in the sterile field within the or, the sterile fields could become contaminated with the non-sterile product.

Manufacturer narrative:
No device associated with this report was received for examination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).